Event description:
The customer reported the cine and road mapping functions were not operating correctly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and restored the configuration settings to the correct settings for a vascular system. The system operates as intended.